Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and found the banks on battery chargers 1 and 2 had failed. The battery chargers and x-ray batteries were replaced. It was also noted that the x-stage cover was damaged. The cover was replaced. The software was upgraded. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system became unresponsive and would not give an exposure. The site restarted the system and it would still not give an exposure. There was no error message displayed. The site was using the hand switch and did not try the foot switch. The procedure was completed without medtronic imaging. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Battery charger 1 for the imaging system was returned to the manufacturer for evaluation. Testing found that there was no output from one channel on the charger while all other channels passed. Battery charger 2 for the imaging system was returned to the manufacturer for evaluation. Testing found that there was no output from one channel on the charger while all other channels passed.